Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient complained of unspecified worsening heart failure symptoms. The patient was readmitted with elevated lactate dehydrogenase levels and a therapeutic inr. The patient underwent a pump exchange on (B)(6) 2015 due to suspected thrombus.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: volume overload, elevated ldh, positive echo ramp study. Additional information also included signs and symptoms of heart failure and suspected thrombus event. The patient received intravenous anticoagulation. A patient outcome indicated that an exchange took place.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the pump upon disassembly revealed flat, non-laminated, tissue-like depositions on the body of the rotor. These depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Additionally, non-laminated depositions were found within the distal side of the inlet stator surrounding the bearing cup as well as lodged between one of the outlet stator blades and the outlet bearing ball. These depositions were non-laminated and lacked denaturation, indicating they likely developed acutely while the pump was supporting the patient. Although a root cause for the formation of the observed depositions and a duration for which they were present in the pump could not be determined, they would have contributed to the patient¿s reported elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 33 days. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.